Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced that infusion set cannula was completely bent to s shaped at thigh which occurred on (B)(6) 2025. The infusion set was in use for less than 24 hours. No further information was available.